Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. Case opened due to anonymous maude report. No serial number available. Per (B)(4) complaint investigation, if serial number is not available, chr cannot be performed. Case opened due to anonymous maude report. No serial number available. Per (B)(4) complaint investigation, if serial number is not available, DHR cannot be performed. The manufacturer could not identify an existing complaint number based on the information provided in the anonymous report. As stated in the anonymous report, the customer has been in communication with the manufacturer's support team. These interactions are evaluated for reportability by the manufacturer's technical support team and customer advocacy team. The customer could not be identified based on details provided in the anonymous report.

Event description:
Bd became aware of an anonymous medwatch report mw5145926 on october 3, 2023. The medwatch was filed on september 15, 2023. Medwatch report mw5145926 states that the customer has experienced multiple interface issues involving the manufacturer's solution and a third-party solution that prevents users from removing medication. The anonymous report also discusses an event in which a device unexpectedly started to update and ultimately displayed a blue screen. No adverse event was reported.